Event description:
According to the reporter, at some time during a cardiac arrest code, subsequent to discharging a defibrillator with the device, arcing was seen near one of the paddle electrode plates. No adverse effects to the pt or user were reported as a result of the alleged malfunction.